Event description:
Centurion vision system brand fluidics management system (fms) was loaded into machine in preparation for procedure, however, fluid was running out of the machine and onto the floor. Fms set was changed out and no further leaking.